Event description:
My surgeon used the medtronic infuse device during my surgery. I've experienced many side effects such as: pain, physical limitations - it has required me to have multiple surgeries and frequent follow ups with my doctor.